Event description:
It was reported that a navigator access sheath device was used during a lithotomy under flexible endoscope procedure. During the procedure, the ureteral sheath was damaged. Additionally, it was noted that the tip of the device was cracked. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of tip damaged.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of tip damaged. Block h11: investigation result the returned navigator device was analyzed, and a visual evaluation noted that both sheath and dilator were returned for analysis. Additionally, both sheath and dilator returned bent/kinked at the proximal section. Microscopic examination was performed under magnification, and it was possible to see that the tip was flattened. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible that this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to bent/kink the sheath and dilator that could eventually cause the flattened observed on the tip. Additionally, it is important to highlight that the IFU includes on its precaution section do not bend or kink the dilator or sheath prior to placement, to do so could damage the integrity of the device that consequently could affect the device performance. Based on the analysis results, a conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a navigator access sheath device was used during a lithotomy under flexible endoscope procedure. During the procedure, the ureteral sheath was damaged. Additionally, it was noted that the tip of the device was cracked. The procedure was completed with another of the same device with no patient complications.